Event description:
The physician wanted to use a burr during a total shoulder arthroplasty. It was on a drill when in should have been on another. While using the burr the head broke off in the patient's shoulder. Physician spent 1 1/2 hrs trying to remove it under guidance of an xray, fluroscan, and a c-arm but was unable to extract it. The burr was left in the soft tissue posterior to shoulder.